Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was received showing automatic mode switching on the device due to competitive atrial pacing. Programming changes were recommended. No further information.